Event description:
When using the push/pull reduction device during tibia fracture orthopedic case, the distal drill bit end broke off in left tibia. All pieces were retrieved per md and saved after case completed.